Event description:
That during a shoulder porcedure,a portion of the distal tip 3 vapr se electrodes broke off into the pateint's joint space.all was removed and the case was concluded successfully without further incident or harm to the patient.[associated with MDR 1221934-2006-00063 & 00064]